Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot# / serial#: (B)(4) , implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter; product ID: 8709, lot# / serial#: (B)(4) , implanted: (B)(6) 2004, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4) , ubd: 25-jan-2019, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4) , ubd: 15-jun-2006, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500mcg/ml at 125mcg/day) via an implantable pump for intractable spasticity, cerebral palsy, and other spasticity. It was reported that the patient was not receiving effective therapy. A catheter aspiration was unsuccessful so the entire catheter was explanted and replaced. There were no known external factors that contributed to the issue. The issue was resolved at the time of the report and the catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.